Manufacturer narrative:
We have now concluded our investigation into the reported complaint. The batch record was reviewed and it could be confirmed that the products had progressed through a satisfactory release process which involved testing the product against the requirements of the finished product specification. There was also no issue identified during the manufacturing process that could have caused or contributed to the complaint problem. A complaint history review, was performed for the product and event description, there have been similar instances reported in the past three years. Event occurred during patient treatment. The device used in treatment was not returned for evaluation, therefore no functional evaluation could not be carried out. It has not been possible to establish the root cause of the issue. We have not been able to establish a relationship between the reported event and the device. As the event reported did not allege a significant non-transient harm to the patient or user, no clinical review or risk management review are required. Users of the IV 3000 are advised to consult the instructions for use, to delineate future occurrences of the reported issue. This guide provides comprehensive instructions of the operation, use and limitations of the device. The user risk assessment for the iv3000 provides details of possible sensitisation reactions and irritation or irritants contact dermatitis, as possible harms caused by toxicology of the materials used in the dressing. The investigation has been closed. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Event description:
It was reported that the patient was hospitalized for radical resection of rectal cancer. At 10:00am on april 25th, the skin was disinfected with iodine for 15cm outward from the puncture point for three times, and then the dressing was applied to fix the catheter. On april 26th, blister and rash came out and the patient complained of itch and pain at rash area. And then the dressing was removed. Mupirocin ointment was applied. On may 3rd, the patient was recovered. Patient was not harmed beyond the described event.